Event description:
The user facility¿s biomedical engineer reported an automated impella controller failed to boot up. There was no report of patient harm or injury. Additional information was found during investigation of the device. There was a controller error and a battery failure observed in the logs.

Manufacturer narrative:
The investigation has been completed. The logs from the complaint date are filled with communication errors from the purge system. There was a controller error and a battery failure observed in the logs. The system self-check failure was reproduced on an engineering bench. As received, the console would not boot up (failed system self-check). Upon further analysis, "fwcheck" revealed that the hardware revision and software version for the pud module was ¿n.a.¿. The cause of the battery failure was due to battery depletion. The cause of the controller failure was due to defective optical bench. The exact root cause of the defective optical bench was unable to be determined. The defective pud was temporarily replaced with a known good one, which solved the system self-check failure. The syscall error is due to pud corruption. The failure cause was likely linked to the software installation process and not the console¿s original hardware. This report is being filed as part of a retrospective review of historical records.